Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah abdominal sacrocolpopexy, cystoscopy due to stage ii pelvic organ prolapse. It was reported that patient underwent revision surgery on (B)(6) 2013 (explained as removal of scar tissue and repositioning of the bladder). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent diagnostic laparoscopy and operative laparoscopy with lysis of adhesions on (B)(6) 2013 due to chronic pelvic pain. It was reported that patient underwent diagnostic laparoscopy, loa and cystoscopy with hydrodistention on (B)(6) 2013 due to chronic pelvic pain. No additional information was provided. (B)(4).